Event description:
During intervention of a right renal in-stent restenosed lesion (non-indicated for use), attempts to cause the lesion to yield with compliant, semi-compliant and non-compliant ballooons failed. The cutting balloon was passed into the lesion and inflated to 10 atm. It was reported that the cutting balloon "popped" at that time. When the physician attempted to retrieve the balloon, extreme resistance was met and the physician could not move the cutting balloon or the wire. The physician pulled extremely hard and was able to successfully remove the devices. It was reported that upon removal, the atherotomes were still attached to the balloon, but were hanging off of the distal end. It was reported that there were no pt injuries or complications, excellent outcome for pt and no further intervention was required. However, upon analysis of the returned cutting balloon, it was determined that a portion of the stent was stuck to the distal tip of the catheter.